Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11786. It was reported the patient felt soreness around the anchor site. X-rays were taken, and there did not seem to be any anomalies. Follow up identified the physician had discussed options, including burying the leads deeper; however, it was reported the patient did not want to pursue any intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.